Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) machine is showing an alarm message ¿autofill failure¿ on its display. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component code, investigation conclusion). Additional contact details: event site postal code: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) showing autofill failure error during routine check. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and states that autofill error is showing and fse resolved the issue by replacing the male luer fitting. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
.Please document in both the part removed grid & part fitted grid of the complaint the part number /part description/quantity.

Event description:
N/a